Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The exact date of event is unknown. The date entered in section b3 is based off information provided of "3 weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The high/low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party unspecified treatment. There was no report of death or permanent impairment associated with this event.